Event description:
The customer reported that the head and foot uprights both have a small tear on the nylon material. Also there is a fingertip size hole torn in the netting located on the head panel. There was no pt incident or injury reported.

Manufacturer narrative:
Evaluation: inspection of the returned product revealed that the pt access front side panel connecting red zipper insert pin tape torn. Note: instructions for use warning: make sure zipper pins are properly seated. Failure to so will prevent the zipper from closing securely, which may lead to unassisted bed exit and pt injury. Caution: to avoid damage to zippers or fabric, be sure to pull the fabric close as you fully zip each panel. (B)(4).